Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code 433 was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a faulty foot switch. The specific cause of the faulty foot switch could not be established at this time however, it is possible dust inside the device contributed to the error code. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the generator was showing error e433 and automatically restarting. The issue occurred during preparation for use of a therapeutic transurethral resection of the prostate procedure. There were no reports of patient harm, however, there was a 5 minute delay in the procedure. The procedure was able to be successfully finished with a similar non olympus device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.